Event description:
During the a-flutter right side procedure, it was reported that a lot of noise were displaying on the ECG channels on all of the intracardial electrograms for both the carto and ep recording systems. Additional information received on (B)(6) 2012, stated the noise was also present on body surface ecgs for both the carto and ep recording systems. Signal noise was most apparent during pacing. The signals were impossible to be interpreted due to the pacing artifact. The procedure was completed without patient consequence. Based on the new additional information, this event is indicated as reportable. Event alert date was reset to (B)(4) 2012.

Manufacturer narrative:
(B)(4). After unit evaluation bwi field service engineer determined the noise issue was caused by the 12 lead cable. As result, the 12 lead cable was replaced for the system. The noise issue was resolved. System was released for use. Bwi field service engineer also discussed noise prevention techniques with the customer. Device history record was reviewed. No anomalies were noted in manufacturing or service. In addition an existing internal corrective action was opened to address this issue.